Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery using pod8 and pod6 coils. During the procedure, the physician was unable to advance a pod8 through another manufacturer's microcatheter and the pusher wire became kinked. The microcatheter was removed with the pod8 inside. A new pod8 was used. The physician was unable to advance the pod8 against resistance. The pod8 was successfully removed and the procedure continued using a new pod6. The pod6 was deployed into the aneurysm, but the physician was not satisfied with the packing density. The physician was unable to withdraw the pod6 into the microcatheter and the microcatheter kicked out of the aneurysm. The physician noticed the pod6 had unintentionally detached and the pod6 was successfully removed using a snare device. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2015-00252, 00253.

Manufacturer narrative:
(B)(4).conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined.the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Hospital disposed of the device.